Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to the FDA per 21 cfr part 806. The device will be corrected per res 88058. Corrected data: d4 unique identifier (UDI) number: previously reported as (B)(4); updated to (B)(4) e1 initial reporter contact / address / phone numbers. E4 initial reporter also sent report to FDA?: previously reported as no ; updated to unknown.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. The patient required medication in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.